Manufacturer narrative:
According to the available medical records, the patient had a history of anxiety and depression prior to optune gio therapy. While using the optune gio device, the patient experienced worsening agitation, described as increased fidgeting, difficulty relaxing, and hot flashes. Novocure medical opinion is that the contribution of device use to the patient's agitation, requiring medical intervention, cannot be ruled out. Agitation is an expected event with optune gio device use (ef-11 2% and 2% ef-14 optune arm). Additional note: manufacturing date of tfh209022 is july 14, 2019.

Event description:
A 72-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During review of a medical record received by novocure on july 18, 2024, it was noted that at an oncology follow-up visit on (B)(6) 2024, the patient reported agitation, including increased fidgetiness, difficulty relaxing, and hot flashes associated with optune gio therapy. The oncologist prescribed a trial dose of tetrahydrocannabinol (thc) to help manage the patient's agitation related to device use. Of note, the patient had a history of anxiety and depression prior to optune gio start and is currently on long-term antidepressants, with a recent addition of another medication. The prescribing physician was contacted for further details without reply.